Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1photo was provided for investigation. The photo was reviewed and the indicated failure mode for oil gel globules was not observed in a bd tube. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to oil gel globules were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (oil gel globules) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed for oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to oi gel globules were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced oil gel globules. This event occurred once. The following information was provided by the initial reporter. The customer stated: the director reported that on (B)(6) 2022, during the maintenance of the biochemical analysis instrument beckman au5800, it was found that the probe was attached to a separation gelatinous object, which was suspected to be the phenomenon of separation gel floating oil.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced oil gel globules. This event occurred once. The following information was provided by the initial reporter. The customer stated: the director reported that on (B)(6) 2022, during the maintenance of the biochemical analysis instrument beckman au5800, it was found that the probe was attached to a separation gelatinous object, which was suspected to be the phenomenon of separation gel floating oil.